Event description:
IV insulin continuous infusion 100u regular insulin/100cc ns started at 2325. At 2341 heard pump beep. The pump said hold but was infusing. The IV bag had approx 50 - 100 cc solution. The pump was letting more fluid go through. Pt given sugar solution after incident. Pt ok.